Manufacturer narrative:
The device history record could not be conducted because a lot number was not provided. A sample without a lot number outside of its original packaged was received for evaluation. After visually inspecting the y-port, it was found to be broken. After a review of the manufacturing process, a root cause could not be determined. It appears that there was an excessive amount of force used when adjusting the y-port causing the damage to the connector. Corrective actions are not deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. The manufacturing plant will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the connection port has broken off at the end of the nasogastric tube.